Event description:
The customer reported that the alarm has power, but there is no alarm tone when pressure is off the pad. Also, there is no alarm tone when the sensor is detached from the alarm and the alarm will not allow different tones to be selected. The customer reported that there was no visible damage to the alarm case. There was no pt incident or injury reported.

Manufacturer narrative:
(B)(4) - eval of the returned product found that the alarm powers on but has no alarm tone when pressure is off the pad. The different alarm tones are not sounding. The alarm case has a crack on the bottom right corner of the case. Note: posey instructions for use has a warning statement: "the posey sitter ii alarm is an electronic device. If the unit is subjected to severe mechanical shock such as dropping the unit, or is submerged in liquid, the unit may stop functioning as designed". (B)(4).